Manufacturer narrative:
Sample was collected in a 5cc vacutainer and stored at room temperature. The analyzer was not evaluated by field service. Based on the available info, root cause for the erroneous differential result is unk. However, the instrument adequately flagged the results prompting the operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 for the same sample. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00605.

Event description:
A beckman coulter employee, a field service engineer, reported an erroneous low eosinophil test result of 0.3% was obtained when using a coulter lh 500 hematology analyzer on (B)(6) 2008. Instrument generated flags were present with the test result. The test results were considered erroneous when the same sample was tested on a coulter lh 750 hematology analyzer which generated correct test results of 42.1%. The erroneous results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This MDR is event 2 of 2 for the same pt sample.